Event description:
It was reported that brake malfunction occurred and catheter became stuck with the wire. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk. A 1.75mm rotapro and a rotawire drive were selected for use. During the procedure, it was noted that device was advanced inside the guide catheter, but it was found out that the wire came off from the coronary. When wire was advanced to the back, the rota catheter got stuck, and it could not be moved. The catheter and wire removed as a single unit and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed and reinserted with no resistance or issues. Order to determine the functionality of the rotapro device, the rotawire was inserted and the rotapro device was connected to the rotapro console control system. When the system was activated in normal mode, the brake functioned as intended and locked onto the rotawire. When rotation was activated in dynaglide mode, the rotawire was able to be adjusted as intended by design. When the wireclip torquer was used in dynaglide mode, the wire was able to be manipulated, but was held in place by the torquer as intended by design. Product analysis could not confirm the reported events, as the brake and wireclip torquer functioned as intended by design, and the rotawire was able to be fully inserted and removed with no resistance or issues. There were no damages or defects identified to the rotapro device that would be attributable to a stuck rotawire. No other issues were identified during the product analysis.

Event description:
It was reported that brake malfunction occurred and catheter became stuck with the wire. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk. A 1.75mm rotapro and a rotawire drive were selected for use. During the procedure, it was noted that device was advanced inside the guide catheter, but it was found out that the wire came off from the coronary. When wire was advanced to the back, the rota catheter got stuck, and it could not be moved. The catheter and wire removed as a single unit and the procedure was completed with another of the same device. No patient complications were reported.